Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort (described as pain) located at the ipg site. As a result, the patient underwent surgical intervention (B)(6) 2018 wherein the ipg was relocated. Effective therapy was restored post operatively.

Event description:
Additional information received, identified the site pain was resolved.